Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial #: (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-feb-2024, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they had not used their current personal therapy manager (ptm) before. The patient stated they left the communicator plugged in until it was green, but it would not power on. The patient confirmed it had been over 6 months since the communicator was last charged. The patient stated they had been trying to use the equipment for the last "few days". A request was sent to the repair department. While on the call, patient mentioned they try not to use the ptm/bolus. Agent tried to clarify if the patient was referring to the pump therapy was working well enough they didn't need the bolus for breakthrough pain and the patient stated "not necessarily" but they just tried to avoid needing to use the boluses. Additional information was received from the patient reporting that the communicator had not been used and became what they were told "just a brick". They received a new communicator and it works as normal.